Manufacturer narrative:
Follow-up # 2: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging other settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that his onetouch verioiq meter had a settings issue. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on (B)(6) 2015, he had an issue regarding the setting of the hyperglycemic limit on his verio iq. The patient manages his diabetes with fixed insulin doses and it is unknown what changes, if any, he made to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue however stated that on (B)(6) 2015 he visited his doctor who increased the dose of his insulin from ¿32 to 34 units¿. During troubleshooting the cca noted that the issue was not resolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute complication of either of these conditions. This complaint is being reported because, the alleged issue was not resolved with troubleshooting.